Manufacturer narrative:
It was reported that a patient underwent a idvt ¿ left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered a vessel perforation and remainder of the case was cancelled. They reported that during access, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being advanced up the femoral vein, at the level of the common iliac on the right side, it extravasated the vein. They reported that it was discovered when they were unable to draw back on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and "it felt like there was a suction going on", so they double-checked on both intracardiac echocardiography (ice) and fluoroscopy and determined that the sheath had gone outside the vein. They reported that they confirmed this with fluoroscopy. They reported that there were no patient symptoms. The patient is currently stable, and no medical intervention was provided. They were able to remove the sheath and the procedure was discontinued. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. The patient did not require extended hospitalization due to a medical condition caused by procedure cancellation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a idvt ¿ left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered a vessel perforation and remainder of the case was cancelled. They reported that during access, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being advanced up the femoral vein, at the level of the common iliac on the right side, it extravasated the vein. They reported that it was discovered when they were unable to draw back on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and "it felt like there was a suction going on", so they double-checked on both intracardiac echocardiography (ice) and fluoroscopy and determined that the sheath had gone outside the vein. They reported that they confirmed this with fluoroscopy. They reported that there were no patient symptoms. The patient is currently stable, and no medical intervention was provided. They were able to remove the sheath and the procedure was discontinued. They reported that both the soundstar catheter and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were used in the procedure, however, the only product involved during the adverse event was the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient was in the room at the time of the cancellation. Patient was under mac for approximately 90 minutes. Transseptal puncture was not performed prior to the case cancellation. In the physician¿s opinion, cancelation of the procedure did not contribute to a death or a serious injury to the patient. Patient did not require extended hospitalization. No transeptal puncture was performed. No ablation was performed. No evidence of steam pop. The event occurred while initially inserting catheters into the body, not yet into the heart. No irrigated catheter was used. The cancellation (absence of treatment) is reported as the procedure was cancelled due to the extravasation of the vein (vessel perforation). Clinical assumption is an intervention will be provided for the adverse event. Therefore, this event is being reported as a conservative measure.

Manufacturer narrative:
On 26-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).